Event description:
It was reported that this patient's communicator displayed a red call doctor icon. Upon review of device data in latitude, this cardiac resynchronization therapy defibrillator (crt-d) system had an alert for shock lead impedance out-of-range. It was discovered that the shock impedance went high out-of-range greater than 125 ohms then dropped to within normal range. No additional adverse patient effects were reported. Currently, this crt-d remains in service.